Manufacturer narrative:
(B)(6). The product was returned to boston scientific for analysis. Returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The devices shaft showed three kinks located 30cm, 62cm and 179.5cm from the tip. The tip showed bend damage. There was some peeling of the coating at the 30cm location. The sensor port showed no residue of body fluids. The occ handle was connected to the ffr link to verify the signal strength. The signal was present as designed. The occ handle was then connected to the bench top testing equipment and the wire was inserted into the pressure chamber. The pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The coefficient values were confirmed to be programmed. The occ handle was again connected to the ffr link. The device was then connected to the polaris (ilab) test equipment via bluetooth signal. The wire communicated to the polaris system and zeroed as designed. The wire was inserted into the test pressure chamber and the wire transferred a pressure waveform to the polaris which indicates a functioning wire. The wire was removed from the occ handle with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks, tip damage and peeled coating were attributable to handling.

Event description:
Reportable based on analysis completed on 26feb2020. During preparation of a comet pressure guidewire, the loss of the waveform (value/waveform not displayed) occurred. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed peeled coating.